Event description:
It was reported the x8-2t transducer had leak in the seal near the probe lens. This was associated with an epiq cvx ultrasound system. This issue was found outside of clinical use and there was no patient or user harm. Philips has started an investigation, and upon completion, a follow-up report will be submitted.